Manufacturer narrative:
The FDA notified bemis of the report on 9/16/24 and bemis promptly followed up with hospital for additional information on the event. Patient stated purewick not working, staff confirmed connect to suction. Purewick changed and same result. Upon further investigation, the port where suction tubing to the patient is connected was not patent and had an apparent production remnants of plastic preventing suction flow. Canister & lid changed, purewick functioned as expected. Canister was not saved bemis cannot confirm the failure. There were no photos or lot number provided. This is a singal occurrence. On 9/24/2024 overlake hospital shared a photo of the purewick set up. The canister they are using is not the one designed to be used with the purewick system. The canister in the photo is a bemis 800cc hydrophobic canister and not the sa0300254 2000cc hiflow suction canister.

Event description:
Remanent of plastic preventing suction flow.